Event description:
The patient was implanted in 2007. After the implant surgery, an x-ray showed that the tip of the electrode was kinked. The surgeon performed a revision surgery on the following day, and was able to successfully reinsert the electrode. X-ray performed after the revision surgery showed the array was fully inserted.

Manufacturer narrative:
The patient's device remains implanted, the patient's electrode was successfully reinserted. This is the final report.